Event description:
It was reported that 3 of the bd safetyglide¿ shielding hypodermic needle were clogged. The following information was provided by the initial reporter: I had another occluded needle when I was getting ready to draw up vaccines. When I tried to clear the air out of the vaccine syringe, the air/medication would not advance.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 of the bd safetyglide¿ shielding hypodermic needle were clogged. The following information was provided by the initial reporter: I had another occluded needle when I was getting ready to draw up vaccines. When I tried to clear the air out of the vaccine syringe, the air/medication would not advance.